Event description:
Legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, dysfunction, swelling, inflammation, and damage to surrounding bone and tissue, loss of range of motion, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-02875/ -02876/ -02877).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, dysfunction, swelling, inflammation, and damage to surrounding bone and tissue, loss of range of motion, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain and a fluid collection. Revision operative report noted the presence of synovial fluid. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's cup and a biomet head.